Event description:
It was reported that a patient underwent an unknown spinal fusion procedure; at an unknown time post-operatively the screw broke. A revision surgery was done to remove the broken screw. Reportedly the patient is doing fine.

Manufacturer narrative:
Additional information: single x-ray received shows complex construct l3-l4-l5-s1 with peek rods. S1 screw noted to be broken.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.